Event description:
Employee went to administer patients' influenza vaccine, the vaccine itself started coming out the plastic piece of the syringe and not through the needle and dispensed into patients' arm as normal. Employee verified needle was appropriately tightened to syringe when attaching to the vaccine. When looking at the needle, the hole itself appeared smaller than other needles in the same box (smith medical hypodermic needle-pro-edge safety device).